Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, a cartridge filled with approximately 55 units was recognized correctly by the pump after it was loaded. 5 units were primed, and the pump accurately displayed the remaining 50 units following the prime. A 10 unit audio bolus and a 10 unit regular bolus were performed, and the remaining insulin reading correctly displayed the respective volumes left in the cartridge. The pump accurately emitted a low cartridge warning and empty cartridge alarm when the appropriate remaining insulin readings were reached. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump displayed that there was less insulin remaining in the cartridge than actually was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.